Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was turned off without alarm. The customer's blood glucose level was 160 mg/dl. It also reported that they inserted a new battery and insulin pump alarmed unexpected restart alarm and troubleshooting was performed and during bolus motor was slower than normal. The customer will not return insulin pump for analysis.